Manufacturer narrative:
The lot was manufactured between 05/20/2018 and 05/28/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with one-link needle-free lv connector luer connection does not attached to the catheter properly. There was no patient involvement.  No additional information is available.

Manufacturer narrative:
The actual sample was received contaminated with blood. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the returned sample no functional testing was performed. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.